Manufacturer narrative:
A steris service technician arrived onsite to inspect the reliance 444 washer/disinfector and found that the glass door frame was loose causing the glass pane to fall out. The unit was installed in 1997 making it approximately 25 years old at the time of the event. The technician reconnected and secured the door frame, tested the unit, confirmed it was operating according to specification, and returned the unit to service. A 3-year complaint review indicates this to be an isolated event. No additional issues have been reported.

Event description:
The user facility reported that an employee obtained a bruise while operating their reliance 444 washer/disinfector when the glass pane fell injuring an employee's arm. Medical treatment was sought and administered (ice).